Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient reported experiencing air bubbles in his insulin cartridges. He stated that he uses room tempurature insulin. He stated that if he is not able to remove the air bubbles while filling the insulin cartridge he tries to remove the bubbles while priming the infusion tubing. He was educated on the proper insulin cartridge filling technique and advised to prime with the adapter of the infusion device upright. The patient declined assistance from a trainer. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.